Event description:
Customer reported an incident of a leak in the pump segment of the medisystems blood tubing noted 1 hour and 20 minutes into treatment. A cut was found 1 inch from the inlet connector which allowed air to be pulled into the blood tubing. It was reported that the blood in the tubing set and dialyzer were discarded with a blood loss of 183 cc. It was also reported that the pt complained of chest pain and coughing and was placed in the trendelenberg position. A chest x-ray was taken and determined to be negative for air embolus. The pt was released from the dialysis center and no further medical intervention was required.